Event description:
Bayer case number: (B)(4). Chronic pain not medically recognised [pelvic pain female], seven suicide attempts related to this pain [suicide attempt], very severe pain ¿from head to toe [general body pain] , feeling of being taken for a fool [feeling abnormal]. Case narrative: this spontaneous case describes the occurrence of pelvic pain ("chronic pain not medically recognised") in a 44-year-old female patient who had essure inserted for female sterilisation. Additional non-serious events are detailed below. There was no information on the patient's medical history or concurrent conditions. On an unknown date, the patient had essure inserted. On unknown dates she experienced pelvic pain (seriousness criteria disability, medically important and intervention required), pain ("very severe pain ¿from head to toe") and feeling abnormal ("feeling of being taken for a fool") and attempted suicide ("seven suicide attempts related to this pain"). The patient was treated with surgery (to remove essure). Essure was removed. At the time of the report, the suicide attempt had resolved with sequelae and the pelvic pain, pain and feeling abnormal had not resolved. No causality assessment was received for essure with regard to pain, suicide attempt, pelvic pain or feeling abnormal. Case comments: based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report. In case a sample is received the investigation might lead to destruction of the sample if required to perform a proper analysis.

Manufacturer narrative:
Bayer case number: (B)(4). Chronic pain not medically recognised [pelvic pain female]. Seven suicide attempts related to this pain [suicide attempt]. Very severe pain ¿from head to toe [general body pain]. Feeling of being taken for a fool [feeling abnormal]. Case narrative: this spontaneous case describes the occurrence of pelvic pain ("chronic pain not medically recognised") in a 44-year-old female patient who had essure inserted for female sterilisation. Additional non-serious events are detailed below. There was no information on the patient's medical history or concurrent conditions. On an unknown date, the patient had essure inserted. On unknown dates she experienced pelvic pain (seriousness criteria disability, medically important and intervention required), pain ("very severe pain ¿from head to toe") and feeling abnormal ("feeling of being taken for a fool") and attempted suicide ("seven suicide attempts related to this pain"). The patient was treated with surgery (to remove essure). Essure was removed. At the time of the report, the suicide attempt had resolved with sequelae and the pelvic pain, pain and feeling abnormal had not resolved. No causality assessment was received for essure with regard to pain, suicide attempt, pelvic pain or feeling abnormal. Quality-safety evaluation of ptc: for essure: no defect could be confirmed by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly; no signal was observed with regard to the reported complaint reason. The risk management file was reviewed, and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available. The most recent follow-up information incorporated above includes data received on: 02-jul-2025: quality safety evaluation of ptc. Case comments: based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report. In case a sample is received the investigation might lead to destruction of the sample if required to perform a proper analysis.

Manufacturer narrative:
Bayer case number: (B)(4). Chronic pain not medically recognised [pelvic pain female]. Seven suicide attempts related to this pain [suicide attempt]. Very severe pain ¿from head to toe [general body pain]. Feeling of being taken for a fool [feeling abnormal]. Case narrative: this spontaneous case describes the occurrence of pelvic pain ("chronic pain not medically recognised") in a 44-year-old female patient who had essure inserted for female sterilisation. Additional non-serious events are detailed below. There was no information on the patient's medical history or concurrent conditions. On an unknown date, the patient had essure inserted. On unknown dates she experienced pelvic pain (seriousness criteria disability, medically important and intervention required), pain ("very severe pain ¿from head to toe") and feeling abnormal ("feeling of being taken for a fool") and attempted suicide ("seven suicide attempts related to this pain"). The patient was treated with surgery (to remove essure). Essure was removed. At the time of the report, the suicide attempt had resolved with sequelae and the pelvic pain, pain and feeling abnormal had not resolved. No causality assessment was received for essure with regard to pain, suicide attempt, pelvic pain or feeling abnormal. Quality-safety evaluation of ptc: for essure: no defect could be confirmed by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed, and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available. The following amendment was made: upon internal verification it was identified that there is no suspect product is used therefore this case needs to nullify from argus database. No new follow-up information was received from the reporter. Case comments: based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report. In case a sample is received the investigation might lead to destruction of the sample if required to perform a proper analysis.